Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the power flex pro 7mm 4cm 80 balloon ruptured during use. There was no reported patient injury. The product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
The following sections were updated accordingly. As reported the power flex pro 7mm 4cm 80 balloon ruptured during use. There was no reported patient injury. Multiple attempts were made without success to obtain additional information. One non-sterile powerflexpro 7mm4cm 80 balloon catheter was received for analysis coiled inside a plastic bag. The balloon was observed as had been previously inflated. Per visual analysis, no damages could be noted. A functional test was performed on the balloon unit as received. Leakage was observed due to a small rupture on the distal section of the balloon. Sem analysis was performed to identify the possible root cause of the rupture on the balloon, and results showed that the external surface of the balloon presented evidence of scratches and abrasions near the balloon rupture. It¿s very likely that the same factors that caused the scratches and abrasion marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface did not present any evidence of damages. No other anomalies were found during the analysis. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions can cause damage to a balloon as evidenced by the scratches noted during analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the product analysis nor the DHR review suggests that the failures reported could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported the power flex pro 7mm 4cm 80 balloon ruptured during use. There was no reported patient injury. The product will be returned for analysis. Multiple attempts were made without success to obtain additional information.

Manufacturer narrative:
The sections have been updated. A review of the manufacturing documentation associated with this lot 17558974 presented no issues during the manufacturing process that can be related to the reported complaint.